Event description:
Bed exiting not working.

Manufacturer narrative:
Technician replaced sensor to resolve issue. Pursuant to our response to warning letter hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.